Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10853r63, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp (healthcare provider) via a company representative regarding a patient receiving intrathecal lioresal via an implanted pump. The lioresal lot number was not known to the reporter. The lioresal concentration was 2000 mcg/ml and the dose was 1852 mcg/day. Other medications the patient was taking were not provided. The pump IFU (indication for use) was listed as intractable spasticity and spinal cord injury/disease. Other relevant medical history was not provided. In (B)(6) 2016, a catheter event occurred. The hcp noticed a difference in the pump reservoir volume than what there should be, and the patient experienced a change in neurological status. So, the patient was sent for a CT scan. The scan showed the catheter was broken. The plan was to replace the catheter and because the pump was getting close to eri (elective replacement indicator), the pump would also be replaced. The reporter was instructed how to lower the daily dose by 10% in steps using single bolus programming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.